Event description:
It was reported that during decontamination, forceps came into contact with the battery contacts and sparked a small fire. The fire was smothered and the forceps were removed. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation details, the surface of the plastic battery housing under the contact springs was deformed and one of the battery contacts was discolored. The battery was disassembled and evidence of localized heat was observed around the fuse strap, but the strap was not separated. Sticking a conductive object such as forceps across the terminals of a battery can be considered a form of customer misuse. The operating room staff has been re-educated on the proper decontamination of the batteries.